Event description:
The customer called technical support (ts) and reported that the device has a primary alarm failed message. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse recommended replacing the pcba, and cpu. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
After further evaluation, the pse measure the resistance of the speaker at the housing and the terminal end was observed to be good, however, the speaker was replaced and now the speaker is good. The customer is also waiting for the central processing unit (cpu) printed circuit board assembly (pcba) board to replace but is currently on back order. Once received, it will be replaced and put back into service.

Manufacturer narrative:
The printed circuit board assembly was replaced to resolve the issue. The device was tested and inspection data. Device returned to full functionality.